Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was obtained indicating there was no wound enlargement or sutures required.

Manufacturer narrative:
Product evaluation: the lens was returned and optic damage was observed. Solution is dried on the lens. The lens was torn/cut into two pieces typical of an insertion and removal. A lens bench evaluation could not be conducted due to the lens returned in pieces. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge with a specified handpiece. The specific cartridge model was not provided. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not approved for this lens with the qualified cartridge combinations. Information was provided by the hcp that the root cause of the event was due to wrong power. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that five months following an intraocular lens (iol) implant procedure, the lens was exchanged for the same lens model, but one and a half diopters less power. The reason given for the explant was wrong power implanted. Additional information was requested.